Event description:
It was reported that caller experienced minimum fill notification while attempting to load new cartridge, despite having sufficient usable insulin in cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller reloaded same cartridge, which resolved issue, and then successfully loaded cartridge onto pump and resumed insulin delivery, with no further actions documented.